Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed the daily insulin delivery totals correctly reflected user's programmed basal rates. There was no activity outside normal use observed in the black box or download history. The pump was exercised for 29 hours and found to be delivering within required specifications without malfunction.

Event description:
The reporter contacted animas on (B)(6) 2013 alleging the patient experienced elevated blood glucose (bg) of 450-500 mg/dl with trace ketones. The patient¿s infusion site was changed three times before obtaining a usable site. A new vial of insulin was started and the patient received a correction bolus to lower the bg. The reporter stated that the elevated bg was believed to be caused by the insulin being ¿bad¿ because it was at the end of the vial and she felt the insulin had lost its effectiveness. There was no allegation of a pump malfunction in relation to the reported elevated bg. This complaint is being reported because the patient experienced elevated bg while on insulin pump therapy using ¿bad¿ insulin.

Manufacturer narrative:
(B)(4).